Manufacturer narrative:
On (B)(6) 2021, biosense webster inc. Received additional information indicating the patient¿s condition has improved. A transseptal puncture was done during the case and the physician¿s opinion regarding the cause of the adverse event is that it was procedure related. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed a manufacturing record evaluation was performed for the finished device 30438482m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent cardiac ablation procedure for long standing atrial fibrillation (afib) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that after completion of premature ventricular contraction (pvc) case a pericardial effusion was noticed. Caller reported that the procedure was completed successfully, patient was transferred to intensive care unit (ICU) in hemodynamically stable condition. On post procedure day 1 echocardiography demonstrated a moderate pericardial effusion. Pericardiocentesis yielded approximately 200 ml of blood. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was most likely related to coronary sinus (cs) catheter was inserted too far when it was placed." Or "contact force (cf) was strong during ablation of the right inferior pulmonary vein (ripv) posterior wall." But the definite causal relationship was unknown. There were no error messages or any reported issues with bwi products. There is no information regarding transseptal puncture. There is no sheath information. There were no steam pops. No char was noted on the ablation catheter. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. No information about anticoagulation therapy.